Manufacturer narrative:
The report of an overinfusion of vancomycin was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of vancomycin (drugid 699) at a rate of 167ml/hr at 10:01 pm on (B)(6) 2019. The infusion ran until 10:20 pm when the device alarmed for air in line. The volume recorded as being infused during this period was 51.62ml. The pump module and disposable set were not returned for evaluation. The volume recorded as being infused during this period was 51.62ml. The root cause of the reported overinfusion of vancomycin was not identified.

Event description:
It was reported that the pump was programmed to infuse vancomycin 1,000mg/250ml at a rate of 167ml/hr. The infusion was stared at 2200. Approximately 30 minutes later, the pump alarmed "air-in-line." Upon assessment, it was found that the entire volume of vancomycin had been infused, however, the pump still indicated 173ml as volume to be infused with remaining infusion time of 1 hour and 2 minutes. The pump was then sequestered and removed from service. There was no consequence or impact to the patient.

Event description:
It was reported that the pump was programmed to infuse vancomycin 1,000mg/250ml at a rate of 167ml/hr. The infusion was stared at 2200. Approximately 30 minutes later, the pump alarmed "air-in-line". Upon assessment, it was found that the entire volume of vancomycin had been infused, however, the pump still indicated 173ml as volume to be infused with remaining infusion time of 1 hour and 2 minutes. The pump was then sequestered and removed from service. There was no consequence or impact to the patient.

Manufacturer narrative:
The report of an overinfusion of vancomycin was not confirmed. Physical inspection showed no irregularities. The pcu event log shows that pump module s/n (B)(6) was programmed to infuse a custom concentration infusion of vancomycin (drugid 699) at a rate of 167 ml/hr with a vtbi of 250 ml at 10:01 pm on (B)(6) 2019. At 10:02 pm, the user changed the vtbi to 225 ml and started the infusion. At 10:20 pm, the device alarmed for air in line. At 10:21 pm, the infusion was paused and subsequently channeled off. The volume recorded as being infused during this period was 51.62 ml. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion of vancomycin was not identified.